Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the second firing during lung parenchyma resection, the device proceeded halfway. The procedure was completed with another device. There was no patient injury.